Event description:
Procedure: appendectomy. According to the reporter: the trocar-tip fell off and disappeared into the abdominal cavity of the child. The surgeon needed to use much longer time than expected (1 hour extended surgery time) because he had to find and remove the trocar-tip out of the abdominal cavity. The child had to be in anesthesia too much longer than normal procedure. No unanticipated loss or irreversible damage to vascular tissue.

Manufacturer narrative:
(B)(4).